Event description:
It was reported that during the one week post operative device check it was noted that sensing threshold and pacing threshold had been increasing since the day before. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 4574-53, implanted: (B)(6) 2014. (B)(4).